Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Factory authorized service center.

Event description:
The manufacturer received information alleging a failure of the ventilator's internal battery. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.